Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was on dual antiplatelet therapy of plavix and aspirin following the implant procedure. Forty nine (49) days post index procedure, a thrombus was identified via transesophageal echocardiography (tee) measuring 15x10mm on the atrial surface of the closure device. The patient was hospitalized in response to the event and received heparin via an intravenous (IV) route and was placed on coumadin and lovenox. Later control tee imaging showed persistent thrombus measuring 13.8x11.7mm. Minor bleeding started following the blood thinner therapy, however, no intervention was performed. The patient was scheduled to have another control tee on (B)(6) 2022.

Manufacturer narrative:
B5: describe event or problem - updated with additional information. B7: other relevant history - updated with new information.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was on dual antiplatelet therapy of plavix and aspirin following the implant procedure. Forty nine (49) days post index procedure, a thrombus was identified via transesophageal echocardiography (tee) measuring 15x10mm on the atrial surface of the closure device. The patient was hospitalized in response to the event and received heparin via an intravenous (IV) route and was placed on coumadin and lovenox. Later control tee imaging showed persistent thrombus measuring 13.8x11.7mm. Minor bleeding started following the blood thinner therapy, however, no intervention was performed. The patient was scheduled to have another control tee on (B)(6) 2022. It was further reported that the patient had a medical history of uterus cancer in 1990 with surgical treatment and radiotherapy. The post-implant drug regimen up until the device related thrombus was aspirin 80mg and plavix 75mg. The control tee showing thrombus measuring 13.8mm x 11.7mm was fifty seven (57) days post index procedure. The patient was discharged following the tee 57 days post procedure on the same date. The patient was asymptomatic following this event with stable hemoglobin, but with noted hematuria. On the control tee on (B)(6) 2022, the thrombus regressed to 10mm x 13mm at 90 degrees in size. The patient remained on warfarin and aspirin following this and was scheduled for another tee control on (B)(6) 2022.